Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.

Event description:
It was reported that during an unknown open surgery procedure they used three devices and all active blades fell of the devices. Device retrieved with a grasper. Case completed with another device. Device discarded.